Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. Device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging because of depth issue. The patient was doing well. Sc-1132/sn (B)(4) device evaluation indicated that the device passed all tests performed. The complaint was not verified as the device passed all the required tests and revealed normal device characteristics. The depleted ipg was charged fully in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient data indicated that the device has not been charged optimally in the field. The device is capable of being charged fully under a proper charging method.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was moved. Device malfunction was suspected.